Event description:
Reference number (B)(4) event occurred in italy. It was reported that the patient faced infusion set tape not sticking due to sweating event on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6) patient country: italy.